Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section b3: date of event: unknown, information not provided. Section d6b: if explanted, give date: not applicable as lens remains implanted. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The customer reported that during the insertion of a tecnis eyhance simplify intraocular lens (iol) with a diopter of +22.5d, the surgeon observed a piece of thread. The thread was successfully removed during the procedure. Additional information indicated that the lens was implanted in the patient's eye. No further information is available.